Event description:
The user's right implant has migrated down the head from the original placement. The magnet is close to the top of the pinna and therefore the user cannot wear the sonnet audio processor without discomfort and is instead wearing rondo 2 audio processor. The surgeon noticed the migration when implanting the user's contra lateral side on (B)(6)2019; the family noticed the issue over time.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient cannot wear the behind-the-ear audio processor due to a displacement of the implant from its original position. Reportedly, the recipient is using rondo 2 at the moment. As per additional information received the recipient is experiencing facial nerve stimulation when stimulating two electrodes, which is a known post-operative side effect of otologic surgery. Revision surgery had been considered; however, as per latest information the recipient will not be explanted at this time.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient cannot wear the behind-the-ear audio processor due to a displacement of the implant from its original position. Reportedly, the recipient is using rondo 2 at the moment. A revision surgery is planned, however no date has been communicated yet.

Event description:
The user's right implant had migrated down the head from the original placement. The magnet is close to the top of the pinna and therefore the user cannot wear the sonnet processor without discomfort and is instead wearing rondo 2 processor. The surgeon noticed the migration when implanting the user's contralateral side on the (B)(6) 2019; the family notices the issue over time. The surgeon would like to do revision surgery, no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient cannot wear the behind-the-ear audio processor due to a displacement of the implant from its original position. As per additional information received the recipient was experiencing facial nerve stimulation when stimulating two electrodes, which is a known post-operative side effect of otologic surgery. This is a final report.

Event description:
The user's right implant has migrated down the head from the original placement. The magnet is close to the top of the pinna and therefore the user cannot wear the sonnet audio processor without discomfort and is instead wearing rondo 2 audio processor. The surgeon noticed the migration when implanting the user's contra-lateral side on (B)(6) 2019; the family noticed the issue over time. Reportedly, in mid-march 2020 the user started refusing to use his device. CT imaging reportedly showed that there is a kink in the electrode. Further information received on 23-apr-2020 states there is facial stimulation with sound. The user has started to refuse to wear the audio processor. The user was re-implanted on (B)(6) 2021, the device explant report form mentions that the electrode lead had migrated into the ear canal and that there was granulation tissue in the mastoid cavity.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the surgeon the user's right implant had migrated down the head from the original placement. The magnet is close to the top of the pinna and therefore the user cannot wear the sonnet processor without discomfort and is instead wearing rondo 2 processor.